Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 8.0 x60, 75cm charger balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was removed without any harm to the patient. The procedure was completed with another of the same device. There were no patient complications reported.